Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and fever. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes and frequencies were not reported). One day after hospitalization, the patient was discharged from the hospital. At the time of this report, antibiotic treatment were still ongoing for a couple more weeks and the patient reported "feeling much better now". No additional information is available.